Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with an alarming damaged battery was confirmed, but not duplicated. The root cause was determined to be a battery depleted alarm. The main batteries and battery harness were replaced to correct the reported condition. This involved a colleague p1.5 infusion pump with a user interface module master software version 6.13.92. Similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This device was not returned to baxter for evaluation, however, a baxter field service technician repaired this device at the customer site. Device evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battery issue. Review of the device event history determined that this condition interrupted delivery. No patient injury or medical intervention was reported. The software version of this device is unknown. No additional information is available at this time.